Event description:
It was reported that there was high threshold post cardiac bypass surgery with decreased p waves and intermittent loss of atrial sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: a 5086mri58 crdm non-defib lead, implant (B)(6) 2013. (B)(4).